Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient felt a burning sensation inside their body at their left hip where their implantable neurostimulator (ins) is located. It was noted that they felt the burning for about 2 to 3 months and noted no falls associated with the issue. The patient did see their doctor yesterday for the issue where they were told that if the burning continued to come back and see them. It was noted that their doctor did not know why the patient felt the burning. The patient stated they were on program 2 at 1.5 and did see the lightning bolt icon on their programmer unit.